Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant placed an impella 5.5 to support a 45-year-old white male patient admitted with cardiomyopathy. The plan was to support the patient while awaiting either lvad or heart transplant. The patient had labs indicative of hemolysis. The team drew pfhg and ldh. The patient was also placed on dialysis.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Product was not returned. Data logs show a few motor current (mc) spikes on the first day of support. There are also suction alarms and positioning alarms throughout the case. The root cause of the hemolysis could not be determined since product was not returned and lack of clinical details. The instructions for the use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added h6 component code 925 corrections to the initial MFR report: added d6a/d6b.